Manufacturer narrative:
(B)(4). Corrected data: event date corrected to (B)(6) 2019.

Event description:
The customer reports: when advancing the catheter, there is evidence of venous access damage, when removing, the tip of the catheter is damaged. A new catheter was used.

Manufacturer narrative:
(B)(4). The customer report of sheath tip damage was confirmed by visual examination of the customer supplied photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. The IFU provided with this kit instructs the user, "using peel-away sheath over needle, perform venipuncture. When flashback is established, advance needle and peel-away sheath as a unit until sheath is adequately within vessel. " teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when advancing the catheter, there is evidence of venous access damage, when removing, the tip of the catheter is damaged. A new catheter was used.